Event description:
International affiliate reports that revision surgery was performed, due to breakage of an iliac screw. No other information about the device or the pt is available.

Manufacturer narrative:
No conclusions can be made. It is no known how long the screw was implanted or if there were any contributing factors to the device breakage. However, the device is intended to be a temporary fixation device to aid in the process of fusion. Breakage can occur due to delayed union or non-union as well as with cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device.